Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision - reason not reported.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Manufacturer narrative:
E3: occupation (representative). H3: the complaint products were not received for analysis. The reported product condition of prosthesis wear is not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided. Therefore, no information regarding the manufacturing of the specific device lot can be gathered at this time. There were no user-related issues reported that appear to have contributed to the reported event. The revision reported was likely the result of tibial insert wear, possibly related to excessive posterior slope of the tibial insert and/or axial rotation mismatch of the femoral component relative to the insert. However, this cannot be confirmed because the devices were not provided for evaluation. H6: in review of labeling about the image guided system the surgeon profile creation is customized for the surgeons' preferences and technique, all tabs for the instruments and the steps for tibia and femur planning, each step can be visualized for verification before starting a procedure. It is also noted that only qualified surgeons who are fully knowledgeable about all aspects of surgical technique and are fully trained to use the system and instrumentation are to use these devices. Joint specific risks include pain. Device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components may require a second surgical intervention or revision; to include excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Based on review of all available information, there is no evidence to suggest that the reported pain is related to any design or manufacturing issues. The reported surgical revision for pain was likely the result of tibial insert wear, possibly related to excessive posterior slope of the tibial insert and/or axial rotation mismatch of the femoral component relative to the insert. However, this cannot be confirmed because the devices were not provided for evaluation and there is no information on the patient risk factors. This device is used for treatment, not diagnosis. No information has been provided. A2, a3, a4, a5, a6, d4. All. Without serial numbers unable to provide d4. Expiration date & h4. Without catalog numbers, unable to provide g5. Corrected data: h3: device evaluated by manufacturer.

Event description:
It was reported from spain. There is no allegation of malfunction against the devices, wear was found on the device intraoperatively. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00688 and 1038671-2018-00689.